Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-37835. (B)(4).

Event description:
The mother reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admission. The mother reported the customer experienced ketones. Customer was not connected to the insulin pump at the time of hospitalization due to the battery out limit alarm. The mother reported the customer's blood glucose was 35 mg/dl at the time of the alarm. It was found the mother was unable to program the insulin pump. The mother stated they have attempted 12 batteries, but the insulin pump was alarming battery out limit. The mother reported the batteries were not out of the insulin pump for a longer duration than allowed. The mother was assisted with clearing the alarm. The insulin pump will not be returned for analysis.